Event description:
The left side of the cam broke off into the pt and they were able to retrieve the piece. This happened when firing the device over tissue. The customer used an olson clamp to secure the catheter. The or time was extended approx. Fifteen mins. The case was completed with another like device.